Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted to the hospital for gi bleed. The patient was scoped and the source of the bleeding was found in the lower ascending colon. The patient was treated with IV octreotide and with seven clips. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2017 that the patient is doing well at home.